Event description:
It was reported that the lead exhibited noise, greater than 2500 ohms bipolar impedance, 1126 ohms unipolar impedance, and capture and sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun